Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose. Customer removed set and noticed cannula was bent. The customer's blood glucose was 470mg/dl, treated with manual injections. Customer stated she was sure the high blood glucose was caused by bent cannula. The customer replaced set and completed bent cannula troubleshooting.